Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the patient was admitted to the hospital unconscious with a blood glucose of 1600+ mg/dl. The reporter indicated that the individual accompanying the patient to the hospital had reported that the insulin pump had malfunctioned but the reporter indicated that they had no professional knowledge of the insulin pump to determine. The reporter indicated that no additional information leading up to the event was known at that time. The reporter was unable to provide information regarding, the model or serial number of the pump. Animas attempted to follow up with the reporter regarding the outcome of the event but was unsuccessful at this time. This report is made based on the allegation that the patient was hospitalized for a severe hyperglycemic event associated with an allegation that the pump may have malfunctioned.

Manufacturer narrative:
Response to FDA request regarding report number mw5032128 associated with this animas report. Animas has made multiple attempts to follow up with the reporter regarding the event and outcomes; however, we have been unsuccessful at this time; animas records show that 3 phone calls were made to the reporter attempting to acquire additional information about the event. At this time animas has been unable to attempt follow up contact to the patient or patient contacts because the patient and device information were not provided at the time of the contact.